Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were playing around the pool and insulin pump screen was blank as well as insulin pump had critical pump error. Customer's blood glucose value was 116 mg/dl. The customer was assisted with troubleshooting. Customer states there was no water in the reservoir compartment but there was in the battery compartment. Customer states o ring was in place. Customer states o ring was free of debris. Customer states battery cap was not damaged. Customer stated they just got the battery cap due to the metal piece missing on last cap. Customer states the home screen did not appear on the display. Customer blow dried the inside of the insulin pump. Customer declined to troubleshooting for critical pump error. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device was received with critical pump error alarm during testing due to moisture damage on electronic assembly. Unable to confirm blank display due to critical pump error alarm.